Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia),') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included ascorbic acid; biotin; calcium; chromium; colecalciferol; copper; folic acid; iodine;iron; magnesium; malpighia glabra fruit; manganese; molybdenum; nicotinamide; pantothenic acid; phytomenadione; pyridoxine hydrochloride; retinol;riboflavin;selenium; vitamin b1 nos;vitamin b12 nos; vitamin e nos; zinc (multivitamin active woman) since (B)(6) 2018, loratadine, pseudoephedrine sulfate (claritin-d allergy) since (B)(6) 2019 and spironolactone since (B)(6) 2019. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced acne ("rashes or skin conditions type: facial & body"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient experienced premature menopause ("hormonal changes describe: early menopause"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, premature menopause, acne and weight increased outcome was unknown. The reporter considered acne, menorrhagia, premature menopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Essure removed- anticipated/scheduled date: tbd. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: plaintiff fact sheet: case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hormonal changes describe: early menopause, rashes or skin conditions type: facial and body and weight gain were added. Essure insertion date, indication, patient height, weight, date of birth, new reporter, medical history, concomitant medication and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.